Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned delivery catheter. The damage/separation to the delivery catheter pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage and separation to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Device analysis identified that the device appeared to have been inserted as there was blood on the filter. Follow up with the account confirmed the initial reported information of the device was not inserted into the anatomy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was noted when inserting the filter into the emboshield nav 6 embolic protection system (eps) delivery catheter (dc) pod and the dc pod was noted to be broken into 2 pieces. There was no damage noted prior to inserting the filtration element into the dc pod. The eps was not used and another same size eps was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.